Manufacturer narrative:
Patient city: (B)(6). Patient country: finland.

Event description:
Reference number: (B)(4). Event occurred in finland. It was reported that patient faced an adhesive issue event on (B)(6) 2026. The patient reported infusion set tape did not stick upon insertion and came off on normal use. No further information available.